Manufacturer narrative:
Correction: adverse event and product problem selected intervention required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx to treat a severely calcified lesion. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. No excessive force was used during delivery. It was reported that the stent dislodged from the balloon during delivery through the vessel. The dislodged stent was successfully removed from the patient. No patient injury was reported.